Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had normal blood glucose levels of over 600 mg/dl. The wife of the customer reported that the customer was not receiving any insulin during a bolus. The wife of the customer also reported that there no alarms coming from the insulin pump. Troubleshooting was done. The customer had just got hooked up to the insulin pump the night before the event. It was reported that the cannula of the infusion set was extremely bent. The customer was advised to change the infusion set on the insulin pump and to call should the issue persist. No additional information was provided.